Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used during a variceal banding procedure. The exact procedure date was unknown. During preparation outside the patient, it was noticed that the trip wire was broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and showed the trip wire was broken.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of trip wire broken. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator head had all bands attached. The ligator head teeth and the suture hole were in good condition. Additionally, an extra piece of trip wire was returned with evidence of mechanically cut. These findings are consistent with the findings when the device was observed under magnification. The returned suction tube had no damages noted. Per media inspection on the provided photo, it showed that the trip wire was broken. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of trip wire broken was confirmed. Upon analysis, it was found that an extra piece of trip wire was returned with evidence of mechanically cut. It was also observed that the returned device was not used in the procedure since all the bands were attached in the ligator head and the returned handle had evidence that the trip wire was not secured to handle slot. It was determined that the problems traced to manufacturing process. Based on all gathered information, the most probable root cause of this complaint is manufacturing deficiency. An investigation to address this problem has been opened. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used during a variceal banding procedure. The exact procedure date was unknown. During preparation outside the patient, it was noticed that the trip wire was broken. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and showed the trip wire was broken.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of trip wire broken.